Event description:
Lt & rt total hip arthroplasty. Depuy pinnacle metal on metal. Constant pain, swelling in legs, inability to walk, sharp and excruciating pains in the groin, hip and lower back area. No blood work done as of yet, no insurance.